Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), back pain ("low back pain") and pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included adenomyosis and anemia. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal/ menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and pain ("severe and persistent body pain "). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2017, the patient experienced blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), nervous system disorder ("neurological conditions or problems,") and hypoaesthesia ("numbness in body right side, legs and feet"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dysgeusia ("metallic taste in mouth"), urinary tract disorder ("bladder or urinary problems or changes"), cardiac murmur ("heart murmur"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), cystitis interstitial ("interstitial cystitis") and bladder pain ("bladder pain"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, pelvic pain, abdominal pain lower, dysgeusia, urinary tract disorder, bladder disorder, blood disorder, cardiac disorder, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nervous system disorder, hypoaesthesia, allergy to metals, vaginal discharge, fibromyalgia, cystitis interstitial, bladder pain, female sexual dysfunction and pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, bladder pain, blood disorder, cardiac disorder, cardiac murmur, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, pain, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingectomy - on (B)(6) 2013: tubes were sealed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet provided. Information added: reporters, date of birth, insertion/removal dates, the only event ¿injury¿ was deleted and all other events were added. Essure removal surgery specified. Case upgraded to incident. On 27-feb-2018: processed with fu 1. Medical records provided. Information added: reporters, medical history, events confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), back pain ("low back pain"), pelvic pain ("pain/ severe and persistant pain"), genital haemorrhage ("bleeding") and haemorrhagic anaemia ("anemic") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included adenomyosis and anemia. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and pain ("severe and persistent body pain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2017, the patient experienced blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), nervous system disorder ("neurological conditions or problems") and hypoaesthesia ("numbness in body right side, legs and feet"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ spasm feeling"), dysgeusia ("metallic taste in mouth"), urinary tract disorder ("urinary problems or changes"), cardiac murmur ("heart murmur"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), cystitis interstitial ("interstitial cystitis"), bladder pain ("bladder pain"), genital haemorrhage (seriousness criterion medically significant) and haemorrhagic anaemia (seriousness criterion medically significant) with loss of consciousness. The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, pelvic pain, abdominal pain lower, dysgeusia, urinary tract disorder, bladder disorder, blood disorder, cardiac disorder, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nervous system disorder, hypoaesthesia, allergy to metals, vaginal discharge, fibromyalgia, cystitis interstitial, bladder pain, female sexual dysfunction and pain outcome was unknown and the menorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, bladder pain, blood disorder, cardiac disorder, cardiac murmur, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhagic anaemia, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, pain, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingectomy: on (B)(6) 2013: tubes were sealed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet received. Event outcome was updated for the event: genital bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation of uterus/migration of essure device: embedded in uterus/ metal coils floating'), device breakage ('metal coils and fragments floating'), back pain ('low back pain/low back pain'), pelvic pain ('pain/ severe and persistant pain/severe and persistant pain in pelvic area'), genital haemorrhage ('bleeding/ bleeding nonstop'), blood loss anaemia ('anemic') and sjogren's syndrome ('sjogrens disease') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation in 2008, adenomyosis, anemia, uterine bleeding, multigravida, parity 3, adenomyosis and ovarian cyst. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and vestibular migraine ("vestibular migraine"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced dysgeusia ("metallic taste in mouth/allergic or hypersensitivity reaction: metallic taste in mouth") and alopecia ("hair loss/hair loss"). In (B)(6) 2014, the patient experienced pain ("severe and persistent body pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). In 2016, the patient experienced hemianaesthesia ("numbness in body right side, legs and feet/ neurological condition type: numbness in legs, feet, body right side") and bladder pain ("bladder pain/bladder or urinary problems or changes: pain due to interstitial cystitis"). In 2017, the patient experienced nervous system disorder ("neurological conditions or problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ spasm feeling"), allergy to metals ("nickel allergy"), cystitis interstitial ("bladder or urinary problems or changes\autoimmune disorder type of disorder:interstitial cystitis/interstitial cystitis"), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant) with loss of consciousness, adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), gastrooesophageal reflux disease ("acid reflux"), musculoskeletal pain ("shoulder hurts"), ovarian cyst ("large cyst on ovary"), anxiety ("anxiety"), uterine enlargement ("enlarged uterus"), dry eye ("dry eyes"), dizziness ("light headed"), nausea ("nausea/feel like vomit"), sjogren's syndrome (seriousness criterion medically significant), dry mouth ("dry mouth"), arthralgia ("joint pain"), intervertebral disc protrusion ("herniated disc"), foot fracture ("broken foot"), lymph node pain ("lymph nodes hurting"), groin pain ("groin pain"), axillary pain ("arm pits pain"), hot flush ("hot flashes") and panic attack ("panic attack") and was found to have cardiac murmur ("heart murmur/blood or heart condition: murmur") and blood urine present ("blood in urine"). The patient was treated with ibuprofen and surgery (robotic hysterectomy full with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, back pain, pelvic pain, abdominal pain lower, dysgeusia, cardiac murmur, fatigue, headache, nervous system disorder, hemianaesthesia, allergy to metals, fibromyalgia, cystitis interstitial, bladder pain, pain, adenomyosis, endometriosis, gastrooesophageal reflux disease, musculoskeletal pain, ovarian cyst, anxiety, uterine enlargement, dry eye, dizziness, nausea, sjogren's syndrome, blood urine present, dry mouth, arthralgia, intervertebral disc protrusion, foot fracture, lymph node pain, groin pain, axillary pain, hot flush and panic attack outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, genital haemorrhage and vaginal haemorrhage had resolved and the alopecia, migraine and vestibular migraine was resolving. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, axillary pain, back pain, bladder pain, blood loss anaemia, blood urine present, cardiac murmur, cystitis interstitial, device breakage, dizziness, dry eye, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, foot fracture, gastrooesophageal reflux disease, genital haemorrhage, groin pain, headache, hemianaesthesia, hot flush, intervertebral disc protrusion, lymph node pain, menorrhagia, migraine, musculoskeletal pain, nausea, nervous system disorder, ovarian cyst, pain, panic attack, pelvic pain, sjogren's syndrome, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage and vestibular migraine to be related to essure. The reporter commented: cross referenced with case number : (B)(4). The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingectomy - on (B)(6) 2013: results: tubes were sealed; on (B)(6) 2013: results: it was blocking my fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: metal coils and fragments floating, adenomyosis, endometriosis, acid reflux, shoulder hurts, large cyst on ovary, anxiety, feel like vomit, enlarged uterus, dry eyes, light headed, nausea, sjogrens disease, blood in urine, dry mouth, joint pain, herniated disc, broken foot, lymph nodes hurting, groin pain, arm pits pain, hot flashes and panic attack. Amendment: the report was amended for the following reason: the reported verbatim "feel like vomit" was coded with pt " vomiting" previously. Coding correction was received. The event vomiting was deleted and clubbed with event "nausea".`. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/perforation of uterus/migration of essure device: embedded in uterus/ metal coils floating'), device breakage ('metal coils and fragments floating'), back pain ('low back pain/low back pain'), pelvic pain ('pain/ severe and persistant pain/severe and persistant pain in pelvic area'), genital haemorrhage ('bleeding/ bleeding nonstop'), blood loss anaemia ('anemic') and sjogren's syndrome ('sjogrens disease') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation in 2008, adenomyosis, anemia, uterine bleeding, multigravida, parity 3, adenomyosis and ovarian cyst. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and vestibular migraine ("vestibular migraine"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced dysgeusia ("metallic taste in mouth/allergic or hypersensitivity reaction: metallic taste in mouth") and alopecia ("hair loss/hair loss"). In (B)(6) 2014, the patient experienced pain ("severe and persistent body pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). In 2016, the patient experienced hemianaesthesia ("numbness in body right side, legs and feet/ neurological condition type: numbness in legs, feet, body right side") and bladder pain ("bladder pain/bladder or urinary problems or changes: pain due to interstitial cystitis"). In 2017, the patient experienced nervous system disorder ("neurological conditions or problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ spasm feeling"), allergy to metals ("nickel allergy"), cystitis interstitial ("bladder or urinary problems or changes\autoimmune disorder type of disorder:interstitial cystitis/interstitial cystitis"), genital haemorrhage (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant) with loss of consciousness, adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), gastrooesophageal reflux disease ("acid reflux"), musculoskeletal pain ("shoulder hurts"), ovarian cyst ("large cyst on ovary"), anxiety ("anxiety"), vomiting ("feel like vomit"), uterine enlargement ("enlarged uterus"), dry eye ("dry eyes"), dizziness ("light headed"), nausea ("nausea"), sjogren's syndrome (seriousness criterion medically significant), dry mouth ("dry mouth"), arthralgia ("joint pain"), intervertebral disc protrusion ("herniated disc"), foot fracture ("broken foot"), lymph node pain ("lymph nodes hurting"), groin pain ("groin pain"), axillary pain ("arm pits pain"), hot flush ("hot flashes") and panic attack ("panic attack") and was found to have cardiac murmur ("heart murmur/blood or heart condition: murmur") and blood urine present ("blood in urine"). The patient was treated with ibuprofen and surgery (robotic hysterectomy full with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, back pain, pelvic pain, abdominal pain lower, dysgeusia, cardiac murmur, fatigue, headache, nervous system disorder, hemianaesthesia, allergy to metals, fibromyalgia, cystitis interstitial, bladder pain, pain, adenomyosis, endometriosis, gastrooesophageal reflux disease, musculoskeletal pain, ovarian cyst, anxiety, vomiting, uterine enlargement, dry eye, dizziness, nausea, sjogren's syndrome, blood urine present, dry mouth, arthralgia, intervertebral disc protrusion, foot fracture, lymph node pain, groin pain, axillary pain, hot flush and panic attack outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, genital haemorrhage and vaginal haemorrhage had resolved and the alopecia, migraine and vestibular migraine was resolving. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, axillary pain, back pain, bladder pain, blood loss anaemia, blood urine present, cardiac murmur, cystitis interstitial, device breakage, dizziness, dry eye, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, foot fracture, gastrooesophageal reflux disease, genital haemorrhage, groin pain, headache, hemianaesthesia, hot flush, intervertebral disc protrusion, lymph node pain, menorrhagia, migraine, musculoskeletal pain, nausea, nervous system disorder, ovarian cyst, pain, panic attack, pelvic pain, sjogren's syndrome, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage, vestibular migraine and vomiting to be related to essure. The reporter commented: cross referenced with case number : (B)(4) the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingectomy - on (B)(6) 2013: results: tubes were sealed; on (B)(6) 2013: results: it was blocking my fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: metal coils and fragments floating, adenomyosis, endometriosis, acid reflux, shoulder hurts, large cyst on ovary, anxiety, feel like vomit, enlarged uterus, dry eyes, light headed, nausea, sjogrens disease, blood in urine, dry mouth, joint pain, herniated disc, broken foot, lymph nodes hurting, groin pain, arm pits pain, hot flashes and panic attack most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Events metal coils and fragments floating, adenomyosis, endometriosis, acid reflux, shoulder hurts, large cyst on ovary, anxiety, feel like vomit, enlarged uterus, dry eyes, light headed, nausea, sjogrens disease, blood in urine, dry mouth, joint pain, herniated disc, broken foot, lymph nodes hurting, groin pain, arm pits pain, hot flashes and panic attack were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), back pain ("low back pain"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included adenomyosis and anemia. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and pain ("severe and persistent body pain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems or changes"). In 2015, the patient experienced fibromyalgia ("fibromyalgia"). In 2017, the patient experienced blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), nervous system disorder ("neurological conditions or problems") and hypoaesthesia ("numbness in body right side, legs and feet"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), dysgeusia ("metallic taste in mouth"), urinary tract disorder ("urinary problems or changes"), cardiac murmur ("heart murmur"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), cystitis interstitial ("interstitial cystitis"), bladder pain ("bladder pain"), muscle spasms ("spasm feeling") and genital haemorrhage (seriousness criterion medically significant) with loss of consciousness and anaemia. The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, pelvic pain, abdominal pain lower, dysgeusia, urinary tract disorder, bladder disorder, blood disorder, cardiac disorder, cardiac murmur, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, headache, nervous system disorder, hypoaesthesia, allergy to metals, vaginal discharge, fibromyalgia, cystitis interstitial, bladder pain, female sexual dysfunction, pain, muscle spasms and genital haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, bladder pain, blood disorder, cardiac disorder, cardiac murmur, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, muscle spasms, nervous system disorder, pain, pelvic pain, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingectomy - on (B)(6) 2013: tubes were sealed. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-jun-2018: other social media received: event bleeding/ passing out and anemic were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/perforation of uterus/migration of essure device: embedded in uterus"), back pain ("low back pain/low back pain"), pelvic pain ("pain/ severe and persistant pain/severe and persistant pain in pelvic area"), genital haemorrhage ("bleeding") and haemorrhagic anaemia ("anemic") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, anemia, sinus operation in 2008, uterine bleeding, multigravida, parity 3, adenomyosis and ovarian cyst. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and vestibular migraine ("vestibular migraine"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In december 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced dysgeusia ("metallic taste in mouth/allergic or hypersensitivity reaction: metallic taste in mouth") and alopecia ("hair loss/hair loss"). In december 2014, the patient experienced pain ("severe and persistent body pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). In 2016, the patient experienced hypoaesthesia ("numbness in body right side, legs and feet/ neurological condition type: numbness in legs, feet, body right side") and bladder pain ("bladder pain/bladder or urinary problems or changes: pain due to interstitial cystitis"). In 2017, the patient experienced nervous system disorder ("neurological conditions or problems"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ spasm feeling"), allergy to metals ("nickel allergy"), cystitis interstitial ("bladder or urinary problems or changes\autoimmune disorder type of disorder:interstitial cystitis/interstitial cystitis"), genital haemorrhage (seriousness criterion medically significant) and haemorrhagic anaemia (seriousness criterion medically significant) with loss of consciousness and was found to have cardiac murmur ("heart murmur/blood or heart condition: murmur"). The patient was treated with ibuprofen and surgery (robotic hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, back pain, pelvic pain, abdominal pain lower, dysgeusia, cardiac murmur, fatigue, headache, nervous system disorder, hypoaesthesia, allergy to metals, fibromyalgia, cystitis interstitial, bladder pain and pain outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, genital haemorrhage and vaginal haemorrhage had resolved and the alopecia, migraine and vestibular migraine was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, bladder pain, cardiac murmur, cystitis interstitial, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, haemorrhagic anaemia, headache, hypoaesthesia, menorrhagia, migraine, nervous system disorder, pain, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and vestibular migraine to be related to essure. The reporter commented: cross referenced with case number : 2017-129310. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingectomy - on 25-nov-2013: results: tubes were sealed; on 27-nov-2013: results: it was blocking my fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Abnormal vaginal bleeding and vestibular migraine were added as events. Outcome of the events vaginal bleeding, dysmenorrhea, vaginal discharge, apareunia, dyspareunia, hair loss and migraines were updated. Medical history was added, laboratory data was added.evnt onset date were added and updated. Event urinary tract disorder and bladder disorder replaced with interstitial cystitis and bladder pain. Event blood disorder nos and cardiac disorder nos replaced with cardiac murmur. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal coils and fragments floating'), uterine perforation ('perforation (uterus)/perforation of uterus/migration of essure device: embedded in uterus/ metal coils floating'), back pain ('low back pain/low back pain'), pelvic pain ('pain/ severe and persistant pain/severe and persistant pain in pelvic area') and sjogren's syndrome ('sjogrens disease') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation in 2008, adenomyosis, anemia, uterine bleeding, multigravida, parity 3, adenomyosis and ovarian cyst. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and vestibular migraine ("vestibular migraine"). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). In (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced dysgeusia ("metallic taste in mouth/allergic or hypersensitivity reaction: metallic taste in mouth") and alopecia ("hair loss/hair loss"). In (B)(6) 2014, the patient experienced pain ("severe and persistent body pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"). In 2016, the patient experienced hemianaesthesia ("numbness in body right side, legs and feet/ neurological condition type: numbness in legs, feet, body right side") and bladder pain ("bladder pain/bladder or urinary problems or changes: pain due to interstitial cystitis"). In 2017, the patient experienced nervous system disorder ("neurological conditions or problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ spasm feeling"), allergy to metals ("nickel allergy"), cystitis interstitial ("bladder or urinary problems or changes\autoimmune disorder type of disorder:interstitial cystitis/interstitial cystitis"), genital haemorrhage ("bleeding/ bleeding nonstop"), blood loss anaemia ("anemic") with loss of consciousness, adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), gastrooesophageal reflux disease ("acid reflux"), musculoskeletal pain ("shoulder hurts"), ovarian cyst ("large cyst on ovary"), anxiety ("anxiety"), uterine enlargement ("enlarged uterus"), dry eye ("dry eyes"), dizziness ("light headed"), nausea ("nausea/feel like vomit"), sjogren's syndrome (seriousness criterion medically significant), dry mouth ("dry mouth"), arthralgia ("joint pain"), intervertebral disc protrusion ("herniated disc"), foot fracture ("broken foot"), lymph node pain ("lymph nodes hurting"), groin pain ("groin pain"), axillary pain ("arm pits pain"), hot flush ("hot flashes"), panic attack ("panic attack") and autoimmune disorder ("autoimmune disorder") and was found to have cardiac murmur ("heart murmur/blood or heart condition: murmur") and blood urine present ("blood in urine"). The patient was treated with ibuprofen and surgery (robotic hysterectomy full with bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, back pain, pelvic pain, abdominal pain lower, dysgeusia, cardiac murmur, fatigue, headache, nervous system disorder, hemianaesthesia, allergy to metals, fibromyalgia, cystitis interstitial, bladder pain, pain, adenomyosis, endometriosis, gastrooesophageal reflux disease, musculoskeletal pain, ovarian cyst, anxiety, uterine enlargement, dry eye, dizziness, nausea, sjogren's syndrome, blood urine present, dry mouth, arthralgia, intervertebral disc protrusion, foot fracture, lymph node pain, groin pain, axillary pain, hot flush, panic attack and autoimmune disorder outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, female sexual dysfunction, genital haemorrhage and vaginal haemorrhage had resolved and the alopecia, migraine and vestibular migraine was resolving. The reporter considered abdominal pain lower, adenomyosis, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, axillary pain, back pain, bladder pain, blood loss anaemia, blood urine present, cardiac murmur, cystitis interstitial, device breakage, dizziness, dry eye, dry mouth, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, foot fracture, gastrooesophageal reflux disease, genital haemorrhage, groin pain, headache, hemianaesthesia, hot flush, intervertebral disc protrusion, lymph node pain, menorrhagia, migraine, musculoskeletal pain, nausea, nervous system disorder, ovarian cyst, pain, panic attack, pelvic pain, sjogren's syndrome, uterine enlargement, uterine perforation, vaginal discharge, vaginal haemorrhage and vestibular migraine to be related to essure. The reporter commented: cross referenced with case number : (B)(4). The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingectomy - on (B)(6) 2013: results: tubes were sealed; on (B)(6) 2013: results: it was blocking my fallopian tubes. Magnetic resonance imaging - on an unknown date: nerve conduction studies. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: metal coils and fragments floating, adenomyosis, endometriosis, acid reflux, shoulder hurts, large cyst on ovary, anxiety, feel like vomit, enlarged uterus, dry eyes, light headed, nausea, sjogrens disease, blood in urine, dry mouth, joint pain, herniated disc, broken foot, lymph nodes hurting, groin pain, arm pits pain, hot flashes and panic attack. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event autoimmune disorder was added. Reporter was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.